Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504 version e. Issue was not confirmed. After conducting a thorough investigation, we found the likely reason for the uploads not completing was due to the patient not keeping the app open during the upload process since the previous upload was months prior and the size of the snapshot was very large causing a larger amount of time to send than expected. The patient used the uploader to upload the snapshot on 2/6/2025 relieving the pump of the snapshot data and was able to perform a mobile upload after that. The helpline has not confirmed if the patient is still experiencing any issue, but carelink shows successful daily uploads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between mobile app and carelink. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed for loss of communication. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.